Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged surgical intervention is related to v.a.c. Therapy. The alleged pressure abrasion caused by the tubing is not an injury likely to require surgical intervention. Device labeling, available in print and online, states: foot wounds for wounds on the plantar surface or heel of the foot, it is best to use a bridging technique to ensure that additional pressure is not applied as a consequence of placement of the tubing and/or sensat.r.a.c./t.r.a.c. Pad. This involves using the foam to allow placement of the sensat.r.a.c./t.r.a.c. Pad or tubing on the dorsum of the foot (consider use of the v.a.c. Granufoam heel dressing).

Event description:
On (B)(6) 2015, the following information was reported to kci by the nurse: the patient has a great toe amputation and the nurse allegedly observed a discolored area, described as "greyish purple," where the tubing was against the skin. On (B)(6) 2015, the following information was provided to kci: the patient experienced a "pressure abrasion to dorsum of [the] foot" on (B)(6) 2015 which required vascular surgical intervention that the kci product may have caused. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.